Event description:
Potential for injury associated with a 9071 transfer bench where the suction cup that holds the seat in place broke off. This issue could cause the product to be unstable and the user could fall off the bench.